Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient was not responding when using only the audio processor for the device implanted on the right side. External parts were exchanged. No trauma or accident and no changes in health or medication were reported. Re-implantation was carried out on (B)(6) 2019.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient is not responding when using only the audio processor for the device implanted on the right side. No trauma or accident was reported.